Event description:
It was reported that the patient dropped the ilet device, resulting in a cracked screen, while blood glucose remained stable; a replacement ilet and case were arranged and shipping support was provided. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to glucose monitoring therapy because the patient continued to use the dexcom system with a phone or receiver while awaiting the replacement. Investigation included review of the event description and user education on device shutdown, data sync, return process, and start-up of the replacement. Investigation of this case revealed physical damage to the device¿s display component consistent with accidental drop, with the device otherwise not generating alarms or malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in mechanical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.